Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 valve, there was difficulty advancing the 14fr esheath+ tip past the point of the external iliac into the common iliac while the introducer was in the descending aorta. It was noted that the patient had bilateral spots of eccentric external and common iliac calcium. During an attempt to advance the esheath+, the entire trunk of the iliac would move from side to side. The introducer was then removed, and a catheter was inserted up the esheath+ in order to take an image of the descending aorta. Upon imaging with contrast, extravasation was observed around the bifurcation where a tear was believed to be present. To repair the descending aorta, a non-edwards balloon was inserted into the 14fr esheath+ and then inflated to stabilize the patient. A thoracic endovascular aortic repair (tevar) was then performed, and a non-edwards stent graft was placed with two non-edwards kissing stents (one into each iliac). Once completed, the tavr procedure was aborted.

Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and showed no indication a manufacturing non-conformance contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Per the IFU/training manuals, it states to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Injury such as a dissection of vessels is listed as a complication associated with standard catheterization and use of angiography. The IFU/training manuals also states that push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for inability to introduce the esheath+ was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history showed no indication a manufacturing non-conformance contributed to the event. Additionally, no IFU/training manual deficiencies were identified. Furthermore, no abnormalities were noted during device preparation. As reported, "there was difficulty advancing the 14fr esheath+ tip past the point of the external iliac into the common iliac while the introducer was in the descending aorta. It was noted that the patient had bilateral spots of eccentric external and common iliac calcium. During an attempt to advance the esheath+, the entire trunk of the iliac would move from side to side. Upon imaging with contrast, extravasation was observed around the bifurcation where a tear was believed to be present." Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Calcification can create a restricted condition and cause friction, which may lead to resistance during the advancement of the sheath. Calcification may also create sub-optimal angles for sheath insertion, further contributing to resistance. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.